Event description:
It was reported that a patient had an infection after a spinal cord stimulation revision surgery, five weeks prior to report. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).